Manufacturer narrative:
(B)(4). The field service representative (fsr) was able to duplicate the reported issue. He verified "e0a" alarm on the "b" channel after running only for 20 seconds. The fsr drained the unit and replaced the heater on "b" channel. The suspect part was returned to manufacturer. The unit was tested and operated within manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heater cooler (hx2) produced an "e0a" alarm on the "b" channel. The customer switched to channel a. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during cpb, and when using the hx2, an e0a alarm occurred on the "b" side of the device. E0a is a tolerable alarm that means the alarm condition is of low severity and the device can continue to operate. E0a indicates lower than expected heater current, and in this case the user had no issues with warming water to their desired needs. As a precaution, since they were only using the "b" side, they switched to the "a" side to complete the case. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.